Manufacturer narrative:
Concomitant medical products: product ID: neu_ens_stimulator, product type: external neurostimulator. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The trial patient reported that the trial started on (B)(6) 2015. The patient had been having vomiting and nausea since the trial started on (B)(6) 2015. The patient said when she throws up that she feels like the stimulation sensation speeds up and she can feel it and like the leads are migrating. The stim is set on 1. The patient said she normally during the trial feels a normal tapping or doesn't feel it so she increases the stimulation. The patient had not turned the stim off as she was advised never to turn the stim off. Event date: (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.